Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the external device, wireless recharger had never been able to stay connected to the implanted neurostimulator. Patient said the wr would connect to the implant and they would briefly see the implant charging information and then it would disconnect. Patient said that they didn't think the implant was seated deep enough inside of their body for the implant to stay connected and that the implant had been poking up towards the surface of their body at an angle so they could see a bump and feel it. Patient also said that the charging belt had never worked with the implant because the implant wasn't seated correctly. Patient mentioned that they had to sit still in a chair or against a couch with their back pressed up against whatever it was they were sitting on and they couldn't move for a good hour to recharge themselves for an hour to be able to charge the implant. Patient said the implant doesn't work as it was originally advertised to them. During the call the patient did a hard reset of the charger. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.